Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, an unspecified volume of solution leaked from the y-site. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Info was requested from the customer contact regarding the name of the solution that leaked, if the solution was cleaned up according to the user facility's protocol, and if the tubing set was replaced and the therapy resumed. No response has been received.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).